Manufacturer narrative:
Device was used for treatment, not diagnosis. Literature citation: tielinen, l., lindahl, j.e., tukiainen, e.j. (2007). Acute undreamed intramedullary nailing and soft tissue reconstruction with muscle flaps for the treatment of severe open tibial shaft fractures. International journal of injury, volume 38, p906-912. This report is for an unreamed tibial nail with unknown part and lot numbers. UDI unavailable, unknown part number. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: tielinen, l., lindahl, j.e., tukiainen, e.j. (2007). Acute undreamed intramedullary nailing and soft tissue reconstruction with muscle flaps for the treatment of severe open tibial shaft fractures. International journal of injury, volume 38, p906-912. This was retrospective review of a study performed between january 1993 and july 2002. The purpose of the study was to evaluate the results of acute surgical debridement, unreamed nailing and soft tissue reconstructions in the treatment of severe open tibial shaft fracture. The study population included 19 consecutive patients with 927 tibial shaft fractures, which were treated with interlocking intramedullary nails. The patient population included: 4 females, 15 males; and mean age of 36 years (ranging 15-64). Fractures were stabilized within the first 24 hours; 18 patients treated with unreamed tibial nail (utn) (stratec medical, (B)(4)) using 2 locking screws at both ends of nail. One patient had a more severe injury and required vascular repair and temporary stabilization with the pinnless fixator (stratec medical, (B)(4)); 2 days later it was changed to the utn with soft tissue repair. Some patients had soft tissue reconstruction at various intervals and some patients needed more than 1 surgery; at times with the primary surgery, days following primary surgery, or 5-20 days following the primary surgery. Ten patients only had 1 operation which included both the stabilization surgery and reconstruction of soft tissue. The follow up time ranged 10-119 months. Patients had pre-operative and post-operative x-rays. Mean time to union was 8 months, ranging 3-40 months. Complications as follows: broken locking screws (n=7). This is report #10 of #10 for (B)(4). This report is for an unknown unreamed tibial nail with an unknown part number, lot number and quantity.